Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Photo evaluation completed on march 31, 2023: upon visual evaluation of the images provided in the complaint, two (2) implants were observed and both appear to be deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).

Event description:
This file was created to properly document device photos received on (B)(6) 2023 under manufacturer report number: 1645337-2023-02695 but could not be associated with that complaint file. Upon visual evaluation on (B)(6) 2023 of the images provided in the complaint, two (2) implants were observed and both appear to be deflated. It cannot be determined why these images were returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient, and cause of deflation cannot be verified. This report belong to one of the two devices received.,. Follow up clarifications were performed but no further details were received. This medwatch form is for the one of the two breast prostheses photo received.